Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous, mildly calcified lesion, exhibiting 100% stenosis located in the ostium of the circumflex (cx) artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated using a 20x12 balloon at 10atm. The device did not pass through a previously deployed stent. Negative prep was performed with no issues. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred in vivo during positioning/advancement to the lesion. The procedure was completed using another medtronic device. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 2nd and 3rd distal stent wraps with struts flattened. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection ¿ stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.